Event description:
Helix remains in right atrium.

Event description:
It was reported that the initial measured battery data was 2.66 v, 14 ua, <1 kohms. A second reading yielded 2.55 v, 14 ua, <1 kohms. Post recalibration, the battery data was 2.66 v, 15 ua, <1 kohms. All values were updating except for the battery impedance. The patient was not pacemaker dependent.

Manufacturer narrative:
Final analysis found the device to exhibit back-up mode due to multiple bits being flipped. After the product code was downloaded, normal operation was observed except the battery impedance was less than 1 kohms due to bad conductivity between resistors and the hybrid substrate.